Event description:
On march 14, 2008, the lay user/pt contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist (mas) spoke to the pt on april 4, 2008, but he was unwilling to provide any add'l info. It is not known when the alleged meter issue started. The pt alleged that on 2 occasions, he "almost killed himself twice due to giving himself too much insulin on readings". On an unspecified date, the pt mentioned that he got up in the middle of the night with a "cold sweat". According to the one touch customer advocate's notes, the pt stated, "...he is not able to apply his blood correctly due to hand shaking and realized he is not getting the right reading." No further info was provided regarding the events. The pt was sent a replacement meter. This complaint is being reported due to the following info: the pt claimed that he suffered 2 episodes of after taking insulin based on inaccurate meter results. The pt also reported having a symptom that can be associated with severe hypoglycemia.